Event description:
The primary and secondary IV bags from braun and baxter have the type of solution printed on the bag with white bar code. The white bar code doesn't scan easily. Often, the nurse has to find a black piece of paper to hold behind the white bar code so the scanner can read it.